Event description:
Ralc45 dlu was fired, and achieved only partial firing. Reloaded with slc55b dlu to finish firing across colon and received "replace fs" message from pc. Some bleeding occurred, which was controlled with cautery. Tissue was repaired and case completed without problem.